Event description:
A device report from synthes (B)(4) indicated: the cable tensioner cannot tighten the cable during a procedure.

Manufacturer narrative:
Corrected the device received date from "(B)(6) 2012" to "(B)(6) 2012". Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot p099483 revealed the cable tensioner was manufactured by pioneer surgical technologies. All lots were inspected by synthes incoming and all passed specification. The supplier performed a device history record review and found that the product met all specifications at the time of shipment. The returned product did not meet the inspection criteria. The visual inspection found that the collet tip disassociated from the collet assembly and upon disassembly it was determined that the piston was stuck in the retracted position. The supplier determined the root cause to be corrosion or debris that cased the piston to seize.